Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and the controls were within range. The complaint stated that cleaning, storage and technique were covered with the customer and found to be correct, and an additional cleaning procedure was performed. The customer stated the instrument is operational and does not need further assistance.

Event description:
The customer reported discrepant leukocyte results between the clinitek status+ and the visual count. There was no report of injury due to this event.